Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump had unresponsive buttons due to a flattened button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify any alarm due to the unresponsive button. The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via telephone call that the insulin pump had a blank display despite inserting new batteries. The reservoir compartment had pieces chipped off. The battery compartment was not damaged or corroded and the battery compartment and spring not corroded or damaged. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.